Event description:
It was reported to philips that a tube defect prevented x-ray functionality, and a geometry issue was confirmed on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the spc, reloaded firmware, and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).